Event description:
It was reported customer blood glucose was 435 mg/dl and his sensor reading was 64 mg/dl. Customer's mother was advised it was off label to use the sensor on under age customer. Customer's mother stated she was aware. Meter automatically links to the device. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Reliability analysis inspected one opened and used enlite sensor and performed bicarbonate buffer test. Sensor passed per specifications with accurate reading.